Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was deployed and was jammed onto the bushing. The clip prongs were not locked into the capsule, were bent and in an open state. A kink was noticed in the control wire near the center of the device and in the coil at the bushing. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a closure after polypectomy procedure performed on (B)(6)2017. According to the complainant, during the procedure, the catheter broke close to the end of the flexible catheter where the clip begins, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results showed that clip assembly jammed onto the bushing; therefore, this is now an MDR reportable event.